Event description:
Reports of lens rotation and blocking pi in left eye. Planned lens exchange. See MFR. Rep#2023826-2022-01154 for fellow eye. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).